Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-03937. It was reported the patient (australia) experienced a headache following the lead implant. The physician suspected a dural puncture during the procedure. However, no specific diagnostic tests were done to confirm. Reportedly, the headache has resolved with bed rest.